Event description:
Patient's inr result with device was 5.6 (fingerstick) and 6.0 (venous); lab inr for this patient was 4.2. Patient's medication was adjusted based on lab result of 4.2 (patient's therapeutic range is 2.0-3.0).